Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the arm1 was failing the power on self-test and had to extend the arm outwards to get it to pass. Customer elected to swap out the robot cart with another system prior to calling to proceed with the case. Previous power cycle was not available during the time of the call. The procedure was aborted to another da vinci system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where a 23007 error was triggered in normal mode pointing to the yaw axis, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform and passed all relevant testing within specification. The probable root cause is attributed to electronic defect of the yaw motor module in the usm.

Event description:
Refer to h11 for follow-up information.